Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system medications were not appearing in pyxis for users to remove. A technical support specialist (tss) reviewed the server configuration and confirmed that the medications and nurse role were configured correctly for access. The user role includes 15 of 16 security groups for medication removal permissions, indicating no permission-related issues. The provided order ID returned no results. An activity report was run for the three medications at the device level, and the removal transactions were documented and are visible in the es reports. The tss stated that the detailed breakdown and explanation were provided to the customer. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, medications were not showing up in pyxis for nurses to pull. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.